Event description:
In early 2009, the patient reported experiencing elevated blood glucose of 243 mg/dl, "a day and a half ago". She attributed elevated blood glucose to air bubbles in her insulin cartridge. She injected two units of insulin to lower her blood glucose to 130 mg/dl. Her target blood glucose range is 120-150 mg/dl. She was able to remove the air bubbles from the insulin cartridge by disconnecting from her insulin site and performing a prime. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.